Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since sometime (B)(6) 2016 they are having difficulties charging their implant. It was stated that they are sometimes able to get the recharging screen which shows none of the coupling box shaded, and other times they get the reposition antenna screen. The patient has always had a hard timing finding their implant as they were told they have a "floating implant," noting that they have had to get x-rays multiple times just so they can find where the implant is to charge. Troubleshooting was attempted which resulted in a poor coupling screen. The patient then tried antenna locator which resolved the issue and allowed them to couple with the implant. Indication for implant is head/neck (non-malignant) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.